Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device reached premature end of service status when the capacitors failed to charge. It was also reported there was an alert for charge circuit timeout, for charge circuit inactive, and the battery voltage indication was not low. The device was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated charge circuit inactive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis revealed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that partial lithium-severing was seen in turns 7 and 6. The device was returned due to reaching end of service (eos) before recommended replacement time (rrt) and having a charge time out (cto) alerts. This charge timeout resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.